Manufacturer narrative:
Correction: the initial MDR submitted on april 3, 2014 was filed inadvertently. Please refer to MFR report #: 6000034-2013-02184. This report is filed april 24, 2014.

Event description:
Per the clinic, it was reported the patient's device was explanted on (B)(6) 2014 for unspecific reasons. The patient was reimplanted with another device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not returned to the manufacturer.